Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 11 cm distal to the is-1 connector pin. Only the proximal fragment was received for analysis. The distal part including lead tip and shock coil was not returned. It is reasonable to assume that the lead was cut in the course of the surgery as mentioned in the complaint description. The returned lead fragment was visually and electrically analyzed. The visual inspection revealed that the insulation was, apart from the present cuts, free of breaches. During the electrical analysis, the dc resistances of the received conductor fragments were measured. No peculiarities were found. Further analysis of the available fragment did not reveal any irregularity that might have contributed to the reported clinical observations. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - after an implantation period of about 35 months, oversensing with inappropriate therapy was reported. The lead was not extracted completely, a part of the lead was capped and left in situ. The other fragment was returned to biotronik for analysis. Apart from the shocks, no further adverse patient side effects have been reported.